Manufacturer narrative:
The model#/catalog# identified in section is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is (B)(4). The 510k number provided in section is for the domestic similar product. Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported leakage from the smartsite during an infusion with the "prn side of y-type catheter" once it was connected to an infusion pump. No issues had been noted during the first day of use of the set. There was no report of injury to the patient or user.